Event description:
It was reported that there was an event of high pacing impedance on the left ventricular (lv) lead, in addition the right atrial (ra) lead had low pacing impedance and noise. On (B)(6) 2026, both leads were capped and replaced successfully. The patient was stable following the procedure.